Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a yellow alert due to an untreated episode. Upon review from the clinic, it was noted that there was a constant signal in the report and the rhythm was not able to be interpreted. Upon technical services (ts) review, in-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. In addition, potential causes for this observation were provided. Additional information provided indicates the patient received an inappropriate shock due to noise oversensing and the patient is scheduled for an electrode replacement, including the potential to replace the s-ICD device as well. In addition, x-ray was performed and it was found by the clinic that the tip of the electrode is tilted. Reportedly, upon review, it was observed that all vectors are sensing the noise. Ts reviewed the case and discussed there is a strong bend of the electrode around the header of the device and recommended to program the device to secondary vector if suitable. The s-ICD system remains in service at this time. No additional adverse patient effects were reported. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The s-ICD device remains in service.